Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) experienced a augmentation malfunction during use.there were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, b5, d9 (return to manufacture date), e3, g3, g6, h2, h6 (medical device problem code, type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) performed an on site evaluation of the device. During troubleshooting, the drive manifold assembly was replaced. Following replacement, the device functioned normally during testing. No recurrence of the issue was observed after 6 hours of continuous operation with the balloon connected. The failure analysis and testing dept. Received drive manifold assembly with a reported unit failure of lack of counter pulsation. The failure analysis and testing dept. Conducted a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed drive manifold assembly into the cardiosave test fixture and tested the drive manifold to factory specifications per the procedure. The fat dept. Performed the all manifold test. The drive manifold passed testing. The fat dept. Then booted the cardiosave into clinical mode to perform an autofill and to pump the unit. The cardiosave completed an autofill and began to pump with no problem found. The cardiosave pumped for one hour. The fat dept. Could not replicate the complaint of lack of counter pulsation. The drive manifold passed testing. Retaining the drive manifold in the fat dept. Per procedure.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) experienced a lack of counterpulsation. There was patient involvement; however, no injury or ham was reported